Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than two weeks post implant that the right ventricular (rv) lead dislodged. The rv lead was repositioned and re mains in use. No patient complications have been reported as a result of this event.